Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient underwent reverse shoulder replacement. Post-op period was uneventful until patient's prosthetic shoulder joint dislocated . Joint was closed reduced that evening, under anaesthesia. Joint dislocated again the following day. Decision made by surgeon to perform an open surgical procedure, to determine the cause of the instability . During this procedure, the greater tuberosity, which was repaired during the primary procedure, was found to be re-fractured, and had pulled away from the proximal humerus, with mild bone resorption. Surgeon was unable to repair / reduce it. Joint found to be unstable, with current poly insert. This poly insert removed, and discarded, and after multiple trilling with both standard and retentive poly inserts, a definitive retentive insert was implanted - joint found to be stable through a satisfactory range of motion, with no impingement.

Event description:
Patient underwent reverse shoulder replacement. Post-op period was uneventful until patient's prosthetic shoulder joint dislocated . Joint was closed reduced that evening, under anaesthesia. Joint dislocated again the following day. Decision made by surgeon to perform an open surgical procedure, to determine the cause of the instability . During this procedure, the greater tuberosity, which was repaired during the primary procedure, was found to be re-fractured, and had pulled away from the proximal humerus, with mild bone resorption. Surgeon was unable to repair / reduce it. Joint found to be unstable, with current poly insert. This poly insert removed, and discarded, and after multiple trialling with both standard and retentive poly inserts, a definitive retentive insert was implanted - joint found to be stable through a satisfactory range of motion, with no impingement.

Manufacturer narrative:
Correction - please refer h6 - health impact code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.